Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was today the pt had really bad neck pain. The pt was advised by their representative to shut off the stimulator for a couple of days to see if it would work to relieve the pain. It didn't help. The issue has been going on for probably about 3 months now. They went into the office and they tried to change the groups around and that didn't resolve the issue. Pt was redirected back to their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient has been having some neck pain. Caller stated that they turned the patient's stimulation up to about 2.2ma and the patient had it there for about 3 hours. Caller then stated that just a little bit ago the patient was sitting on the couch and their head rolled back and they were not responsive to them stating their name for a few seconds. Caller said that when the patient came to, their hands were jerking and their pupils were dilated. Caller described it as 'like a seizure'. Caller also mentioned that patient is now having dry heaves. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed the caller can turn stim down/off and the caller noted they had already turned their stim down ' a full level'.